Event description:
It was reported that prior to the case, when the device was removed from the sales unit, the tyvek peel was open on one blister. Another device was used to complete the case. There was no pt contact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.